Event description:
International customer reported that the needle pulled off the suture during an episiotomy repair, the midwife lost both visual and tactile control of the device, additional surgical intervention was needed to retrieve the retained needle.

Manufacturer narrative:
Conclusion: user error caused the event. The midwife lost both visual and tactic control of the device during use.